Event description:
During laparoscopic partial proctocolectomy, diverting loop ileostomy, lap. Mobilization of splenic flexure icg injection and colovesical fistula take down, the eea 29 stapler would lock down on the anvil. Surgical team replaced the stapler and started the staple process from the beginning. Surgeon had to resect additional colon as a result of this issue and used another stapler. Portion of surgeon's dictation: selected a point just posterior to the staple line for the area where the spike would come out and punctured the rectum with the eea spike. The anvil was placed and secured with a standard snap or click. The stapler started to be closed and a sudden decrease in resistance was felt. On exam it appeared the anvil was released from the spike and the spike was out of the hole. I reopened the spike with my assistant palpating the exact location of the whole and put it through the same hole. After rescrubbing I sewed a pursestring with a 2-0 prolene around the spike. We re-attempted anastomosis again hearing the standard snap indicating the anvil was on the spike. This time I was above with the patient and ensured it clicked and again the anvil slipped off of the spike on closing. We changed out the eea stapler using a different spike and handle device saving the anvil on the back table. The same thing happened again-we determine the cause was a malfunctioning anvil. At this point I was not comfortable with the quality of the rectal tissue given multiple attempts and was concerned there might be multiple puncture sites. We replaced the handport and went back laparoscopically and used a ligasure to mobilize additional rectum using the candycane stapler to transect the additional margin of rectum. Bovied off staple line of colon and extracted faulty anvil. Second new anvil placed, pursestrings same hole -eea 29mm green stapler used anastomosis successful and was at 8 cm from the anal verge. MFR's ref# 3005075853-2021-03931.